Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that there was damaged packaging on (B)(6) 2024. Issue occured in one set. Blood glucose level of patient was 165 mg/dl. No further information was available.